Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right atrial lead had dislodged multiple times. It was noted that tissue was found in the helix. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.